Event description:
It was reported that the ilet pump exhibited a battery issue characterized by a black screen with a persistent blue circle during charging despite a solid green charging light and use of multiple outlets, consistent with a premature battery discharge involving the battery component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with a medical device battery problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.